Event description:
It was reported that during an unspecified procedure, the trapezoid basket handle "snapped". While attempting to crush stones without using the alliance gun the handle of the trapezoid lithotripter basket "snapped" at the top part of the handle near the finger grip. The device was removed without incident and the procedure was completed with another of the same device. There were no pt complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.